Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that in (B)(6) they tried to connect to their therapy setting, but their patient programmer showed a por code. They stated that they had moved and had struggled to find a healthcare provider in their area to help, but they didn't know what else to do because the device appeared to not be working. Information was reviewed and the patient was redirected to their healthcare provider. The patient mentioned they had not been around medical equipment, but was at the airport in november. No patient symptoms were reported. No further complications were reported or anticipated.